Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was transferred to another ventilator, with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all tests, calibrations and it was operating within the manufacturing specifications.